Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient felt cold but when he checked his receiver the cgm reading was normal but he couldn´t remember the exact value. He thought that there was something wrong with the receiver and couldn´t remember what happened after. His sister found him unconscious and called 911. When the medical team arrived, they took a bg reading which was 45 mg/dl and the cgm reading was 159 mg/dl. The patient was treated with unspecified medication to increase the bg. The patient was hospitalized and regained consciousness the next morning. He stayed at the hospital only for bg monitoring. The patient was discharged from the hospital on (B)(6) 2025 and the bg was stable reading 279 mg/dl. At the time of the report the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival of the paramedics. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.